Manufacturer narrative:
Additional information has been requested but has not yet been received. Due to technical difficulties, certain manufacturing details were not available at the time of submission of this report. A follow-up report will be sent when the details are available. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) could not be advanced into the patient, possibly due to a kink in the viperwire caused by patient movement and a subsequent kink in the introducer sheath. The procedure was completed with a second oad. The procedure was delayed by 45 minutes due to the reported event. A hematoma at the access site was also reported and a compression device was applied to resolve the issue. The orbital atherectomy device was discarded by the facility.

Manufacturer narrative:
The device which was suspected to have been contributory to the issue is a viperwire. However, information about the model and lot number of the viperwire was requested and not received.

Event description:
The diamondback peripheral orbital atherectomy device could not be retracted over the viperwire due to a kink in the introducer sheath caused by patient movement. The case was completed with use of a second viperwire. The patient was stable following the procedure. The procedure was delayed by 45 minutes due to the reported event.